Event description:
It was reported that the right atrial (ra) lead exhibited possible non-capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429888 lead; implanted on (B)(6) 2016. Dtpa2q1 crt-d; implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.